Event description:
The patient was newly trached. I (the nurse) was preparing to turn the patient around 1630 the following day, when I noticed what I thought was the inner cannula coming loose from the trach. I went to snap it in place and realized it was the entire trach tube that was disconnected from the flange sutured to the skin. At some point the connection had broken. So the trach tube was just resting in the place, but not being held by anything. I had the nurse I was orienting hold the trach/airway in place and immediately notified the sicu resident. She assessed the patient and called the primary team who had placed the trach the day before. They came and assessed the patient. The attending came to the bedside and the trach was exchanged for the same sized properly functioning trach without any incident. The patient had no change in vital signs at any time and no harm actually reached the patient except that he had to undergo another procedure to replace the malfunctioned trach. The trach was saved at the bedside and will be given to the proper party to be examined.